Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). In addition, the right atrial (ra) lead experienced intermittent over and undersensing as noted on recorded atrial tachycardia/atrial fibrillation (af) episodes. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.